Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to feel stimulation. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17354102.

Event description:
It was reported that the patient was not able to feel stimulation. The patient underwent an ipg replacement procedure. Additional information was received that the patients linear leads were replaced with a paddle lead. The patient was doing well postoperatively, and the explanted devices will not be returned as they were discarded by the medical facility.